Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm followed by a cartridge 1 alarm. The customer observed small hairline fractures in the cartridge. As the customer did not have extra supplies on hand at the time tandem technical support was contacted, troubleshooting was unable to be performed to determine a possible cause of the event. The customer's blood glucose (bg) level was 300 mg/dl. The customer was to change out the pump supplies and deliver a bolus of insulin to address the bg level.